Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction was noted. The customer was advised to continue using the pump and instructed to call back if the issue recurred.